Event description:
It was reported that the left ventricular lead had a sustained failure to capture and a sudden rise in thresholds. It was also reported that the patient's physiology may have contributed to the event. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular lead had a sustained failure to capture and a sudden rise in thresholds. It was also reported that the patient's physiology may have contributed to the event. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2014: the device has been reprogrammed to turn the lead off to save battery. The patient is enrolled in the system longevity study (sls).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the left ventricular lead had a sustained failure to capture and a sudden rise in thresholds. It was also reported that the patient's physiology may have contributed to the event. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2014: the device has been reprogrammed to turn the lead off to save battery. The patient is enrolled in the system longevity study (sls). (B)(6) 2014: the lead was surgically abandoned/capped.